Manufacturer narrative:
The insulin pump had a cracked case at display window corners, cracked battery tube threads, cracked reservoir tube, reservoir tube lip almost completely broken off and test reservoir unable to lock into place, missing reservoir tube o-ring, minor scratched and cracked display window, and missing end cap sticker.

Event description:
Customer reported via phone call for cosmetic damage. Customer's blood glucose was unknown. Customer reported that insulin pump had been damaged, but had used it because there was no problem, but a reservoir had come off. The insulin pump will be returned for analysis.